Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment procedure was performed when the issue happened, after a couple of reboots, the procedure was successfully completed, with a delay of less than 10 minutes. Field service engineer (fse) visited onsite but unable to replicate the issue reported by the customer. As a precautionary measure, the nss recommended that the fse examine the cables located at the rear of the l-arm. No problems were detected, and the system operated as expected before being transferred to the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no radiation or geometry control, and the system required reboots. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.